Event description:
It was reported that the patient presented to the hospital with complaints of chills, fever, chest pain, night sweats, headache, nausea, back pain, vomiting, and dyspnea. A performed echocardiogram revealed vegetation on the right ventricular (rv) lead and thus, a transesophageal echocardiogram (tee) was performed to confirm. The results of the tee confirmed the vegetation on the rv lead in addition to infective endocarditis. The patient was treated with antibiotic medications via intravenous (IV) and was discharged home four days later on oral antibiotics. Three days thereafter, the cardiac resynchronization therapy defibrillator (crt-d) system was explanted, and antibiotics were continued for approximately one month and a half. It was further reported that a new crt-d system was implanted six days later. The patient is a participant in clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.